Event description:
Additional information from the physician/author stated that medtronic corevalve may have caused or contributed to the need for a permanent pacemaker, and the mean patient age was (B)(6) and weight was (B)(6).

Manufacturer narrative:
Citation: wilczek k et al. Conduction disturbances after transcatheter aortic valve implantation procedures ¿ predictors and management. Adv interv cardiol 2016; 12, 3 (45): 203¿211 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding comprehensive analysis of seventy articles published between 2007 to 2016 of the most common conduction disturbances following transcatheter aortic valve implant (tavi). The patient population was not defined, nor were the number of patients implanted with a medtronic corevalve or corevalve evolut r transcatheter bioprosthetic valve (serial numbers not provided). Adverse events were provided as percentages of aggregated studies. Among all corevalve patients in studies of more than 100 participants, up to 50.0% experienced left bundle branch block (lbbb), 16% high-grade atrio-ventricular block (avb), and 27.4% permanent pacemaker implant. For corevalve patients in studies of less than 100 participants, up to 48% experienced left bundle branch block (lbbb), 27% high-grade atrio-ventricular block (avb), and 55.9% permanent pacemaker implant. For corevalve evolut r patients in studies of less than 100 participants, 8.3% experienced lbbb. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.